Event description:
1. Situation no error codes. 2. Timing when complaints occurred thirty minutes after entering the room. 3. How to complete the procedure pericardial fluid was confirmed by body surface echocardiography. Drainage was performed. Blood pressure stabilized, and the patient was followed up. Version information: v7.2.40.250 [cardiac tamponade] transseptal puncture was performed with rf needle. Ablation was not performed before pericardial effusion and tamponade was identified. Steam pop was not confirmed. Irrigation catheter's flow rate setting: no ablation. The physician's opinions on the relationship between the event and the product (comments): relationship between the product and the adverse event is unknown. Were any abnormalities observed prior to use of the product? None were any abnormalities observed during use of the product? None" no further information is available. Physician's comment : cardiac tamponade may have occurred during transseptal puncture. The used rf needle was nrg rf transseptal needle that is manufactured by boston scientific. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).